Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. The customer also stated that she was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer stated that she originally believed herself to be suffering from the flu, but the pain became unbearable two days after. The customer was subsequently hospitalized. The customer's blood glucose was between 500 mg/dl and 600 mg/dl. Advised customer to monitor her blood glucose and follow up with her healthcare provider frequently. Nothing further reported.